Event description:
Leakage of cannula found while performing a puncture on a patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.